Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited a cassette not attached error. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
Received one device, the customer reported issue was ¿cassette not latched error¿. The customer reported issue was able to be replicated through downstream occlusion test. The cause of the reported issue was bad downstream occlusion sensor (dso). The reported issue was resolved by replacing the dso sensor. Performed dso/upstream occlusion sensor (uso) sensor calibration. The device passed all functional and delivery tests performed after repair activities were completed. Software updated and device reset to standard configuration. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.